Event description:
Patient reported their teeth are loose and are afraid to eat. Every time they have to put the aligners in it feels like their teeth are going to fall out. Requested additional information, advised hh-tt tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.